Event description:
Spoke with pt who advised from her november shipment of cassettes that 3 have failed already. Pt states she is not having a pump issue but it's specifically the cassettes that are giving her an issue. She stated she was attached to 2 different cassettes at 2 different time frames and then suddenly her pump would beep and go crazy and no error message, she had been infusing for a day each on the different cassettes and then it would suddenly alarm. She had tried to move it to a different pump and it would alarm as well. She ended up just making new mixes and infusing with no issues. Pt stated with her 3rd cassette she did a new mix and then hooking it up to her pump it alarmed (again no error message), pt did a new mix and is successfully infusing currently. Pt noticed with each of the 3 cassettes, the green piece on the cassette was hard to push down. No additional information or dates reported. Lot numbers unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes, only 1 though (not all 5), did we [MFR] replace the cassette? No, pt has extras on hand, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved for now. Reported (B)(6) by pt/caregiver.